Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Freestyle librelink complaint was investigated and it was determined that there were no issues with the librelink application that would have led to the complaint. An attempt was made to reproduce the reported complaint using android configuration. The complaint was not able to be reproduced. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was not able to scan using her adc freestyle libre sensor and was not providing any readings. Customer experienced loss of consciousness and regained consciousness by herself. Customer later self-treated with humalog mix 25 and no further treatment was reported. There was no report of death or permanent impairment associated with this event.